Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board and lcd were assembled into a golden unit. Upon functional test ran on automated test console the device passed all tests with no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had out of range impedance on the high end for the rapid atrial pacing (rap) verification test at 360 paces per minute (ppm) and 800 ppm. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had out of range impedance on the high end for the rapid atrial pacing (rap) verification test. It was determined at analysis that the epg powered down twice on the tester due to an out-of-specification main printed circuit board (pcb). It was noted that the hanger was broken and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.